Event description:
It was reported that the pt circuit support arm came apart due to loose allen screws. The support arm hit a pt below the eye and the pt required 2 sutures.

Manufacturer narrative:
Na